Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) exhibited intermittent loss of capture when right ventricular (rv) lead unipolar impedance testing was carried out while the ipg was out of the pocket. Once the ipg was placed in the pocket, no further loss of rv capture was seen. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.